Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. Blood glucose was unknown. Customer screen went blank went over to that troubleshoot. Customer reported that display is blank. Customer reported that the display was not blank less than 30 seconds. Customer reported that insert battery alarm did not display on the pump screen. Customer stated that the contacts on the battery cap are missing. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer doesn't remember getting low battery but not sure stopped troubleshoot here as customer had blank display now. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.